Event description:
It was reported that there was an error code 41541. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation used and decontaminated. Worn downstream occlusion (dso) seal. Performed functional testing and visual inspection. Reported problem was duplicated. Most probable cause is a faulty latch lock flex sensor. The latch lock flex sensor was replaced to resolve the issue. The cadd solis device passed all the functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.